Event description:
It was reported that the catheter was damaged and would have affected the use with a bd intima-ii¿ closed IV catheter system. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the rehabilitation department responded to the batch of 24gy type indwelling needle: after opened the package, the visible burrs were found on the catheter, which affected the use. Three of the same boxes had the same problem.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077832. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was damaged and would have affected the use with a bd intima-ii¿ closed IV catheter system. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: the head nurse of the rehabilitation department responded to the batch of 24gy type indwelling needle: after opened the package, the visible burrs were found on the catheter, which affected the use. Three of the same boxes had the same problem.